Manufacturer narrative:
Corrections: corrected h6 health effect - impact code from 2645 to 2199.

Manufacturer narrative:
This incident is being reported to FDA because the incident occurred in china using the probechek alk negative control slides kit-ivd, list number 06n38-005, which received FDA approval. The device listing, probechek alk negative control slides kit-ivd, list number 06n38-005 is marked as a combination product, however; due to the nature of the event being a damaged slide, no further information is required. Investigation into this complaint included inspection of retention samples, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample in question, probechek alk negative control slides kit-ivd (5 slides): list# 06n38-005/lot# 396662 (containing individual slides: probechek alk negative control slide-ivd: part #31-505030/lot# 399173) was visually inspected for damage. No physical damaged was identified as a result of the inspection. Quality data review: batch record review. Batch records were reviewed probechek alk negative control slides kit-ivd (5 slides): list# 06n38-005/lot# 396662 as well as records for the slides: probechek alk negative control slide-ivd: part #31-505030/lot# 399173. There were no issues noted in manufacturing and slides are labeled and inspected during slide kit manufacturing. No slide damage was identified during manufacture of either the slides or the slide kits. Nonconformance (nc) / corrective and preventive action (CAPA) search: a search of nc and CAPA (nc/CAPA) records was performed for instances related to the probechek alk negative control slides kit-ivd (5 slides): list# 06n38-005/lot# 396662 as well as records for the slides: probechek alk negative control slide-ivd: part #31-505030/lot# 399173. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review: complaint history review was performed for the probechek alk negative control slides kit-ivd (5 slides): list# 06n38-005/lot# 396662 and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for probechek alk negative control slide-ivd: part #31-505030/lot# 399173 (contained in kit: probechek alk negative control slides kit-ivd (5 slides): list# 06n38-005/lot# 396662) was not identified.

Event description:
The customer reported receipt of a broken slide of probechek alk negative control slides ii. There was no injury or impact as a result of the broken slide.